Event description:
Caller states customer tested 250 mg/dl on advantage system 1 while using comfort curve test strips. Caller treated the customer with "humulin" based on this result; an unspecified amount of time later customer had low blood glucose symptoms; caller tested him and obtained a result of 190 mg/dl on advantage system 1. Paramedics were called and 15 minutes later customer tested 40 mg/dl on the professional meter. He was treated with a glucose injection and an IV (contents unknown) and low blood glucose symptoms improved. 2 hours later caller tested customer on advantage system 1 and result was 250 mg/dl; he was treated with "humulin" based on this result. Customer was experiencing low blood glucose symptoms again, and within 10 minutes tested 30 mg/dl on advantage system 2. Caller treated him with a cup of sweetened juice. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551710, expiration date 04/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.